Event description:
In 2009, the sales representative reported that during surgery, the screw came out of instrument. Additional info received, via phone message on 3/19/2009, the sales representative reported that during surgery, it was identified on the back table that the screw came out of the rongeur. The instrument was not used and did not come in contact with the pt. The surgeon used another rongeur within the kit to finish the case as intended. This malfunction is likely to result in surgical intervention if it occurs during use.

Manufacturer narrative:
Request have been made for the return of the product. Evaluation is pending.